Event description:
Uei 1st report of injury, in 2001 from pt's spouse. Pt's spouse states,pt burned twice by unit. Uei called facility.supervisor at facility stated, uei was not called because pt was not burned greater than a sunburn, and in 2001 was 1st treatment and sunburns are common side affect of treatment. Nsg. Supervisor also stated that pt going to tanning salon in between treatments. Nsg. Supervisor also stated pt went to hospital after 4/2001 because family insisted. (Pt on dialysis ).